Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event an issue with the system controller's lcd screen was confirmed via analysis of the returned system controller. The system controller returned in unremarkable physical condition. The returned system controller (serial number: (B)(6) was connected to power and the system controller's screen was illuminated white with no information displayed on the lcd screen. The system controller was connected to a mock loop and appeared to operate as intended despite the lcd screen issue. The system controller was disassembled to inspect the internal components and no issues were observed. The system controller's screen was replaced with a known functional lcd screen and the issue resolved. The system controller underwent preliminary and functional testing with the operational screen. The system controller passed all testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. A system controller event log file was downloaded from the returned system controller, and date from the reported event date of 04mar2025 was reviewed. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The root cause of the system controller's inability to relay information was determined to be lcd screen damage. Electrostatic discharge may have attributed to the lcd screen damage, but this could not be confirmed through the investigation. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was sent to the customer on (B)(6) 2025 through customer order. The heartmate 3 instruction for use (rev. G) was available for use at the time of the event. Section 6, entitled "patient care and management, advises patients how to reduce damage from electrostatic discharge, how to minimize potential for esd events, and environmental conditions that induce a higher likelihood of esd. The heartmate 3 instruction for use (rev. G) section d, entitled ¿safety checklists¿, instructs the user to regularly inspect their equipment, including the system controller, for damage and to obtain replacements if needed. The heartmate 3 patient handbook (rev. G) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called the hospital to inform that the system controller screen was white/ blank with no data visible at the system controller screen. The patient came to the hospital to exchange the controller.